Event description:
Philips received a complaint by the customer on the v60 indicating that thumbscrews from the stand broke off in the threads on the vent. The customer requested the part ID for the base assembly and stand thumbscrews. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the base assembly and stand thumbscrews per customer's request. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 04feb2025, it was confirmed that the device was unstable with the connection to the stand. Both thumbscrews were missing, and front thumb screw was broken off in the case, with none holding strong and was not able to be held by the stand with the damaged screws. Both threads of the front and back were damaged. The customer replaced the case and computer plate to repair the damaged threads. The base assembly, thumbscrews, computer board cover, top cover (from damaged plastic), and the display rear plastic cover (plastic damage) were replaced, and the device was put back into service. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.